Event description:
It was reported that there was a fracture in the pace/sense portion of the right ventricular lead. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a fracture in the pace/sense portion of the right ventricular lead. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. It was further reported that the pace/sense portion of the lead experienced high impedance and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4470 competitor implantable pacing lead - (B)(6) 2010; (B)(4) neuro pump (B)(6) 2012; 8709 sc catheter (B)(6) 2012. (B)(4).